Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Additional information was requested; however the reporter declined to provide any further information on this complaint. (B)(4).

Event description:
It was reported and depicted with a photograph that the end user developed blistering and redness on left knee beneath the tape collar of the dressing. The nurse provided additional information on (B)(6) 2015, stating "the patient's issue has totally resolved."

Manufacturer narrative:
This supplemental report is being submitted as the result and conclusion codes were incorrectly submitted on MFR report# 1049092-2015-00581 on (B)(6) 2015. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).